Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline via an implantable pump for n on-malignant pain and other non-malignant pain. It was reported that the patient was having an MRI due to a problem with the device or therapy. It was stated that the MRI was being done to confirm/check on a clog in the catheter. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.